Event description:
The customer reported there is a sporadic speaker error. It is unknown if there is audible sound coming from the speaker. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the intellivue mx400 patient monitor indicating that they were getting sporadic speaker errors. It is unknown if the device was in use at time of event, and there was no adverse event reported. A philips field service engineer went onsite and performed functional testing. Results of functional testing indicate that after a few minutes the sound becomes quieter, then the sound goes off completely and a speaker error is displayed. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed. The mainboard was replaced. The device was operational after repairs were completed.